Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing noted on the device. Technical support was contacted and advised that the episodes were caused by p-wave oversensing due to a possible dislodgement of the right ventricular (rv) lead. No intervention has taken place at this time and the patient was stable and will continue to be monitored.